Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 45 mg/dl. The customer did not know how the low blood glucose occurred but she did not blame the insulin pump for the incident. The customer treated by eating. No products were returned or replaced.